Event description:
The customer reported that they observed leaking of system wash fluids from the probe area of the ortho provue analyzer.

Manufacturer narrative:
The customer reported that they observed leaking from the probe area of the ortho provue analyzer. The user was performing antibody screen and abo/rh type testing at the time of the incident. The user reported that samples and reagents on board the analyzer at the time of the incident were contaminated and subsequently diluted. The customer reported that all testing was aborted, preventing erroneous results from being reported. Mts was not able to rule out instrument malfunction. An ocd field engineer performed repairs and confirmed proper operation, returning the instrument to its expected function. No erroneous results were reported. No death or serous injury was reported as a result of this incident. The possible effect of the reported condition is that probe drip may lead to cross contamination, or carryover, which in turn could cause erroneous test results. Based on the available information, mts is reporting this event based on the potential for injury should the event recur without detection by the user.